Manufacturer narrative:
There was no unexpected ramping of numbers noted on the insulin pump during testing. It was noted that the button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 123 mg/dl at the time of the incident. Customer went to check her blood glucose and record it. Customer entered her carbs and her food but it would run up and run back down. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.